Event description:
It was reported that the insulin gauge on the customer's pump displayed an unexpected fill estimate, showing 60 units instead of the expected 260 units. The customer¿s blood glucose level was within the normal range. The customer did not complete the air removal process from the cartridge and declined to load a new one, they agreed to continue using the current cartridge and follow up if necessary.